Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 3 years and 10 months post implant of this bioprosthetic aortic valve, a transthoracic echocardiogram (tte) demonstrated decreased leaflet mobility and thickened leaflets, with a mean gradient of 35mmhg and a max gradient of 61mmhg. Ultimately 4 years, 2 months and 26 days post implant, a transcatheter valve was implanted valve-in-valve. No additional adverse patient effects were reported.